Event description:
It was reported by service report that the brakes would not engage. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: brake crank assemblies.